Manufacturer narrative:
(B)(4).

Event description:
It was reported during an device changeout, x-rays revealed externalized conductors. Electrical measurements were normal. Lead extraction recommended. No further information is available.

Event description:
New information received states the lead was explanted and replaced. No adverse consequences were detected.